Event description:
The sheffield frame/fixator was applied for charcot foot reconstruction. At a follow-up visit seven months post-op it was noticed through the x-rays that 3 screws (99-60165) and a connecting rod (81038a) were broken. The doctor replaced the connecting rod, two broken screws, and then he added a wire to support the third screw that was left in the pt. Since the third screw broke in the middle of the bone (threaded part of the screw) and had a good and stable purchase, the doctor decided not to remove it. The pt continued treatment with the sheffield frame/fixator.